Event description:
The pt received a scs system on (B)(6) 2007. It was reported on (B)(6) 2011 that the pt experiences a sensation that feels like "a punch" in the middle of her breast bone which travels through to her back. Pt experiences this pain about once per month to every two months. Pt had an x-ray which showed that both paddle leads were in place, no apparent fractures in the tail and tail was still fully inserted into ipg. The sjm rep reprogrammed the pt but encountered a very high impedance at all contacts. Reprogramming reduced impedance and restored some pain relief to the pt's arm/hand. Pt stated that she did not feel the same uncomfortable sensation in her chest after programming and is doing better.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.